Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus of 4 units instead of 0.4 units. The customers blood glucose (bg) level subsequently decreased to 44 mg/dl. The customer consumed carbohydrates (dextrose and chocolate) and was subsequently transported to the hospital via ambulance. The customer was kept overnight under observation and was released from the hospital on 07 november 2024 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.